Event description:
During an rf procedure, the device displayed an error message. Troubleshooting efforts were unsuccessful and backup equipment was not available. The patient had already been given a local anesthetic when it was decided to cancel the procedure. There was no adverse consequence reported as a result.

Manufacturer narrative:
The device was received for investigation, and the failure could not be duplicated. Maintenance was performed according to the most recent revision and the product was returned.